Event description:
The patient complained of abdominal pain. The surgeon believed that the paddle lead was causing stenosis in the epidural space. The patient was reimplanted with percutaneous leads.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.